Manufacturer narrative:
If additional information becomes available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity project had fallen from 47% to 5% in approximately seven months. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and confirmed that the power consumption was increasing gradually and recommended device replacement within 60 days. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device has been returned for analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity project had fallen from 47% to 5% in approximately seven months. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and confirmed that the power consumption was increasing gradually and recommended device replacement within 60 days. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.